Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have mechanical damage to its distal tip. Failure analysis found additional observations that were not reported and are not related to the customer complaint: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) was found on the bezel of the button pack assembly. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0° endoscope was found to be bent at the distal tip. The procedure was completed with no reported patient injury.